Manufacturer narrative:
Lead sc-2317-70 sn (B)(6) was not returned for analysis as it remains implanted in the patient, therefore, a technical analysis could not be performed. The returned lead sc-2317-70 sn (B)(6) was analyzed and visual, microscope, and x-ray inspection of the lead revealed that two cables were fractured at the bent, kinked location of the lead, near one of the retention sleeves. The impedance check failed. There were no exposed cables at the bent location. Typical cable fractures could have been introduced when the lead was exposed to excessive mechanical force or movement. The returned clik anchor sc-4318 was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation of lead migration was confirmed by the doctor in the field. Based on the provided information, the probable cause is a known inherent risk of the device. The complaint of ineffective therapy was also confirmed. Based on the provided information and the device analysis, the probable cause is traced to component failure.

Event description:
It was reported that the patients lead migrated. The patient experienced inadequate stimulation, therefore, the device was reprogrammed, however, the issue did not resolve. The patient underwent a lead revision procedure where the lead and clik anchor were removed and replaced. The patient has recovered since the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70cm. Model: sc-4318, serial/lot: (B)(4), description: clik x anchor sterile kit.

Event description:
It was reported that the patients lead migrated requiring a revision in which the lead was removed and replaced. The patient has recovered since the revision.